Event description:
This is a spontaneous report by a consumer from (B)(6) with supplemental information provided by the nurse of bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (lot numbers, doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, after the patient was disconnected, she noticed the tubing from the cassette line was wet and the floor was wet so there was a possibility of a leak from one of the lines. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized for the event. The cause of the peritonitis may have been a leak in one of the lines. At the time of the report, the patient was recovering. Pd therapies were ongoing. Concomitant medications were not reported. On (B)(6) 2011, during a follow up call with the peritoneal dialysis nurse (pdn) the nurse stated the patient reported the tubing was leaking near where the lines come out of the door, however, could not be more specific. Treatment was not reported. Additional information was received from the patient on (B)(6) 2011. The leak was from the cassette tubing coming from one of the lines coming out near the door of the homechoice. The patient stated that the leak in the tubing was believed to be caused by her cat and was not a product defect as the bacteria found in the culture was a bacteria that could come from a cat. The lot number of the cassette was not available as it was one of the last ones in the case. Treatment was not reported. The patient has recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown therefore a batch review will not be performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11d14018, h11d05016 and h11b28012 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.